Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive the universal surgical manipulator (usm) and performed the failure analysis. The usm was analyzed, and failure analysis investigation confirmed and replicated the customer reported complaint. The usm was tested on an in-house system in normal mode with no triggered errors. While performing system testing the cannula printed circuit assembly (pca) axes controller spar cannula (acsc) button sticks when pressed. Fluid intrusion residue was found on cannula acsc button and cannula pca acsc flat flex cable (ffc).

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted esophagectomy transthoracic surgical procedure, the operation room (or) staff contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that universal surgical manipulator 4 (usm) has a stuck button. The isi tse reviewed the logs and found 25741 for stuck set-up joint (suj)/port clutch button. Prior to calling in the customer attempted to try and unstick the button, but it won't pop back out. The isi tse had the customer try a few more times to get the button to release out but still it won't and it's stuck in. The customer needed all four arms to finish the case. The isi tse suggested swapping out the patient cart for a different one to finish the case. The customer was in the process of doing that when they hung up. The procedure was converted to another dv system with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the initial reporter did not have any further information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse was not able to reproduce the reported issue but replaced the universal surgical manipulator (usm) due to the port clutch button sticking. The system was tested and verified as ready for use. Isi has received the part; however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation.